Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. (B)(6). Device history records was conducted. The report indicates that the manufacturing location: supplier (B)(4), packaged by: (B)(4), manufacturing date: n/a part #: 319.39, lot#:3922059 ((B)(4)) (non-sterile) - sharp hook, released on 02/23/1999. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that two screwdrivers had worn out tips. One sharp hook was discovered in sterile processing with the tip broken off. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: the part(s) were received in accordance with the complaint description. The complaint condition for the sharp hook was likely caused by the result of excessive force. The instrument was received with the distal tip broken off and not included/returned. The received condition is consistent with the result of excessive force. Thus, although the root cause cannot be definitively determined, it is probable that the method of use and/or handling resulted in the complaint condition. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.